Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the battery compartment was found to be cracked. Unrelated to the original complaint the battery compartment cap was found to have stripped threads. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation of the device was completed on 14-may-2018. Investigation confirmed the battery compartment to be cracked as per the allegation. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. Unrelated to the original complaint, the returned battery cap was found to be damaged; the threads were stripped.